Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to patient dissatisfaction because it was "unstable." A new ambicor penile prosthesis (app) device was implanted. It was further reported that the patient's dissatisfaction with the device being "unstable" meant the patient had insufficient erection quality. The patient found there was inadequate penetration capability during intercourse. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.